Event description:
Reporter alleged the customer couldn't test on the device due to power concerns on the aviva system. Reporter stated that within the next 24 hours, the customer began vomiting, feeling very badly, and she was taken to the hospital. Reporter stated a result of 376 mg/dl was obtained on the professional system, the customer was treated with insulin, and kept in the hospital. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.